Event description:
During the surgery the 7mm flat hubless silicone drain was noted to have an engineering defect. The white part of the drain was not fused at the white part, which is traumatic to the patient tissue. This problem was noted on two different drains from the same lot number. There was no harm to the patient, no excessive blood loss, and no delay in case.